Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18756. It was reported the pt experiences ineffective stimulation. The pt indicated he stopped using his scs system approximately 2 weeks after being implanted because it was not relieving his pain. The pt also indicated he has not charged his ipg in approximately 6 months. The sjm representative met with the pt and confirmed that external devices were unable to locate the ipg. The pt does not plan to pursue additional intervention at this time due to not having medical insurance.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.